Manufacturer narrative:
B5; additional information received: corelab confirmed and endoleak type undetermined at unscheduled follow-up visit approximately 2 weeks post-index procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : the patient returned for follow-up about three months later for a potential intervention to treat ongoing endoleak. A multiphase CT angiogram was performed which revealed no ongoing endoelak. The aneurysm sac was also observed to have reduced in size. No intervention was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported reliant balloon burst could not be confirmed based on the pre-implant films returned; therefore, the cause of the event could not be determined. Procedural angiograms from the index procedure showing balloon inflation and balloon rupture were not available for assessment of the event. There was no obvious anatomical characteristic (e.g., calcification) noted that could have contributed to the balloon burst. B5: additional information received it was reported a new undermined type endoleak was noted one week post the index procedure . The sponsor assessed the endoleak as possibly related to the device and procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the endovascular treatment of abdominal aortic aneurysm following the implant of an endurant iis stent graft system, a large endoleak was observed during the final angiogram. The origin of the leak was unknown. Two moulding balloons burst during the procedure around the bifurcation of the main body, which was considered unusual. Despite relining the limb, the endoleak persisted. Without knowing for sure where the endoleak was coming from, the procedure was then finished. The endoleak is thought to be at type iiib endoleak at the bifurcation of the main body near the flow divider. There is no specific complaint against the endurant limb . No vessel calcification, tortuosity or thrombus contributed to the endoleak. The first balloon that burst was a non medtronic balloon while the second was a reliant balloon. It was suggested that during ballooning of the proximal sections of the limbs (overlap) the balloon burst on the bare metal stent of the limb but this has not been confirmed. The endoleak led to prolongation of existing hospitalization. During the procedure a cone beam CT and a angiogram with pigtail catheter in the right limb demonstrated no leak. A angiogram with a pigtail catheter placed suprarenal continued to demonstrate a leak. No definitive type ia or ib endoleak. A early type ii endoleak was observed from large lumbar arteries. A CT the following day the demonstrated a large endoleak with unclear source . A diagnostic angiogram performed a day later on the revealed a large early endoleak which was suspicious for a type ia endoleak type iii endoleak. The site assessed the endoleak as probably related to the study device and procedure. The patient has been discharged home feeling well and is awaiting re-intervention. A follow-up computed tomography angiography (cta) was conducted the following morning. An interventional radiologist reviewed the cta and suggested the endoleak may be a type iiib endoleak from the main body. This diagnosis is to be confirmed with a scheduled diagnostic angiogram.